Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 700 mg/dl and diabetic ketoacidosis. Customer was treated intravenously with saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the pump had indicated a data log corruption and occlusion alarms had occurred. Reportedly, customer reverted to an alternate method of insulin therapy and declined to provide additional information.

Manufacturer narrative:
The failure investigation has been completed and the alleged alert data error issue was verified but the alleged occlusion issue could not be verified.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was xxx mg/dl. Reportedly, customer continued using pump for insulin therapy.